Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on the adc device compared to how they felt. As a result, the customer experienced not feeling well. The customer was seen by a healthcare provider where unspecified readings were taken on there meter and treatment of unspecified IV fluids and IV insulin (dose/type unspecified) were rendered for treatment. There was no report of death, serious injury, or mistreatment associated with this event.